Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record for the lot number, aa5173n13, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A report was received that states, there was an issue with a patient's transgastric jejunal tube. It appears there is a tear right under the jejunal port of the tube. This tube was originally placed on (B)(6) 2015 and the patient came to the interventional radiology department for replacement on (B)(6) 2015. There was no patient injury reported.